Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2021-00703. Investigation findings will be reported under manufacturer report number 2916596-2021-00703.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient developed thrombocytopenia during hospitalization. Hematology was consulted but workup was negative. Left ventricular assist device (lvad) speed was adjusted. The patient also developed anemia during hospitalization.